Event description:
A report was received that the patient¿s scs had malfunctioned. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s scs had malfunctioned. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was not replaced. It was also reported that the patient underwent lead replacement procedure since one of the leads had high impedances. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.